Event description:
It was reported that there were "multiple leads" being sent back because the doctor "rejected them" because they were bent at the tip. It was noted that an implantable neurostimulator (ins) was also being sent back.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).